Event description:
It was reported the patient presented with a transmitter that smoked at the power adapter. No medical interventions were performed. The patient condition is unknown.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.

Manufacturer narrative:
The field complaint of burnt power adapter was verified. The transmitter was received for analysis. The transmitter would not power on when plugged in. Upon opening the power adapter, burn damage was revealed on the main printed circuit board. No burn damage was revealed on the transmitter motherboard. The power adapter was replaced with a working power adapter and the transmitter powered on successfully. Troubleshooting revealed a defective power supply.